Manufacturer narrative:
The explanted device was returned assembled with the driveline severed approximately 12 inches from the pump housing. Soft depositions of fixed clotted blood were found extending through the inflow conduit, outflow graft, and the outflow elbow. Upon disassembly of the pump, depositions of fixed blood were found in the inlet stator, outlet stator, and around the rotor. The depositions found in the device showed no evidence of laminated layering. The depositions in the inflow conduit and the outflow graft were not adhered to the blood-contacting surfaces. The depositions in the pump did not show any evidence of denaturation. No contact marks were observed on the outlet portion of the rotor or the outlet bearing cup to indicate that the deposition in that location was present while the rotor was spinning. All observed depositions appeared to be post-mortem formations consistent with an interruption in flow. They did not appear to have been present while the pump was operating and would not have contributed to a functional issue. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. No device-related issues were discovered during the evaluation of the returned pump. A correlation between the device and the reported intracerebral and subarachnoid hemorrhage could not be conclusively determined. Stroke, bleeding and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented to the emergency room with severe headache, vomiting, and global aphasia. On (B)(6) 2016, a non-contrast helical computerized tomography (nchct) showed left temporoparietal and occipital intracerebral hemorrhage (ich) with left frontal subarachnoid hemorrhage. The patient was noted to have right arm weakness and was subsequently intubated for airway protection. Post-intubation, it was noted that the patient's pupils were bilaterally enlarged with minimal reactivity of the right pupil. The patient was taken to the operating room for an emergent hemicraniectomy. A post-operative nchct showed evidence of persistent ich. On (B)(6) 2016, the patient was administered mannitol for elevated intracranial pressure. The patient was noted to have a poor prognosis. On (B)(6) 2016, the patient expired. No further information was provided.